Manufacturer narrative:
Sc -2316-50/sn:(B)(4). Device evaluation indicated that complaint was confirmed. X-ray inspection of the associated splitter found that contact # 7 to 9 of the infinion lead was fractured and it remained inside the splitter connector. The infinion lead proximal array was also fractured and it was completely separated between contact # 9 and 10. Contacts # 1 to 6 are missing. X-ray inspection showed that each fractured cable is frayed, suggesting that the lead was exposed to excessive tensile force. The cables are exposed. The cause of the lead damage couldn't be determined. Sc-3400-30/(B)(4) device evaluation indicated that he complaint was confirmed. The splitter was lacerated causing spring contacts and cables to be exposed at midsection of the splitter connector. The splitter connector is missing 3 spring contacts and it is also missing small pieces of silicone. X-ray inspection found that contacts # 7 to 9 of the associated infinion lead are inside the splitter connector. In addition, one of the proximal tails of the splitter was separated from splitter connector. It appears that excessive tensile force was exerted onto the lead body and it resulted in its separation from the splitter connector. Cables are exposed. The cause of the splitter damage couldn't be determined.

Event description:
A report was received that the patient's lead had high impedances. It was noted that the patient's lead was broken. The patient underwent a revision procedure wherein the lead and splitter were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30 serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's lead had high impedances. It was noted that the patient's lead was broken. The patient underwent a revision procedure wherein the lead and splitter were replaced. The patient was doing well postoperatively.